Event description:
Female patient with ms developed hemolysis near the end of a plasma exchange procedure in 2006. The procedure was stopped, the patient was asymptomatic and her labs were normal, so went home. Two days later, she was admitted to the hospital with elevated haptoglobin, bun and creatinine. The pt was treated for acute renal failure, her symptoms resolved and she was discharged within the following five days. No further apheresis has been done. The machine has been evaluated and was found to be within specification. The tubing was saved for investigation and has been shipped to fresenius, but has not arrived yet.

Manufacturer narrative:
The apheresis disposable in this incident has not been returned to the manufacturer yet, therefore, no direct analysis of the sample has occurred. If the sample is obtained, the investigation results will be included in an amendment to this MDR report. What is known about this procedure is that, the device was used according to labeled indications, in the appropriate environment by personnel trained in the use of this device.